Manufacturer narrative:
Evaluation summary. The system was examined but did not indicate finding anything associated with the reported event. However, the tabletop illuminator module was replaced as a preventive measure. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the top illuminator of the system was not working. It is unknown when did the event occur and if there was a patient involved. Additional information has been requested but not received to date.

Event description:
Additional information was received through technical service. A patient was involved but not harmed. The surgery was completed on time by using the aux illuminator integrated within the system. A system message was displayed.